Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, severely scratched display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted. Missing keypad overlay noted.

Event description:
It was reported that the insulin pump keypad button unresponsive. Customer's blood glucose at that time was 183mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.